Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 240 units; however, the insulin gauge displayed a fill estimate ranging from 160-170 units. There was no reported impact to the customer's blood glucose level.